Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. Subsequent testing of the patient's sample, on an alternate unicel dxi 800 system, generated a lower result which was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated the laboratory's cutoff limit for troponin I (access accutni+3) is 0.04 ng/ml. The patient's sample was collected in a plasma tube and centrifuged at 5,126 rpm (rotations per minute) for five minutes, at room temperature. No sample integrity issues were reported. The customer indicated quality control (qc) and system check were within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.